Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient connected the patient line to the set-up prior to initiating priming. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps while performing peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting it was discovered the patient connected the patient line to the set-up before initiating priming. The technical services representative assisted in ending therapy and reviewed proper procedure. The patient was advised to complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.